Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found; the full lead was returned for analysis. Blood/body fluid present on the distal conductor. Dried blood under the outer tubing overlay, and in/on the lobe mechanism. Apparent explant damage.

Event description:
It was reported that the patient experienced diaphragmatic stimulation and required lead revision. During the revision, the lead lobes would not undeploy. The lead was replaced. No further patient complications were reported as a result of this event.